Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, right ventricular lead dislodgement was revealed. The lead exhibited loss of capture, diminished sensing and impedance which had changed since implant. Patient was admitted to hospital for lead repositioning. Helix would not retract and the lead was explanted and replaced. Patient was in good condition after the procedure.